Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis and bent cannula event. The insertion site was at abdomen. Infusion set was used for 1 day. Blood glucose level was 400 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was found positive for moderate ketones. Patient was treated with insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.